Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was used on a (B)(6)-month-old baby. On (B)(6), there was urine leaking and no treatment was performed. On (B)(6), there was urine leaking again. The balloon was found broken and the catheter fell out from the patient during the check by the nurse.

Event description:
It was reported that the catheter was used on a 2-month-old baby. On 28th jan, there was urine leaking and no treatment was performed. On 29th jan, there was urine leaking again. The balloon was found broken and the catheter fell out from the patient during the check by the nurse.

Manufacturer narrative:
Qn#(B)(4). The device lot number provided does not contain the product catalogue number mentioned. Therefore, a DHR review could not be conducted. An actual sample was returned for analysis. The sample was then carefully removed from the polybag and subjected to visual inspection throughout the entire catheter. No abnormality was found on the catheter except the balloon was already burst. Further investigation, the sample was subjected to close examination under high magnification lens (60x magnifications) using dino-lite and revealed the presence of encrustation and urine precipitate on the balloon sleeve to shaft part of the catheter. Based on the investigation conducted on the actual sample, burst balloon may have likely happened due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore , this complaint could not be confirmed as stated.